Event description:
It was reported that the battery housing opened during a knee surgery and exposed the non-sterile battery to be sterile site. The battery did not fall out into the surgical site. The procedure was completed successfully with another device, and there were no adverse consequences as a result of this event. No additional treatment was required.

Manufacturer narrative:
A product returned was requested, but as of the date of this report the device is not available to the MFR for eval.